Event description:
It was reported there is moisture inside the device. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Main pcb (printed circuit board), battery flex, display, and one pcb screw are corroded. Lower case is contaminated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. Evaluation summary: (B)(4) analysis confirmed the reported event. Main pcb (printed circuit board), battery flex, display, and one pcb screw are corroded. Lower case is contaminated.